Manufacturer narrative:
Date of birth is unknown; year of birth reported as 1940. A product development evaluation was completed: no device was returned. According to the submitted picture, the lock drive component is missing from the locking mechanism. The job of the locking mechanism is to limit the rotation of the head element in relation to the nail. The lock drive is also made from ti6al7nb (tan) and like the nail, it is biocompatible. Additionally, the tfn locking mechanism has the ability to also limit axial travel of the head element or statically lock its travel. The tfn locking mechanism is installed at a set depth to not interfere with the insertion handle and connecting screw and to not interfere with the proximal oblique hole of the nail. To prevent migration of the locking mechanism during shipment, a plastic end cap is used during the packaging process. The technique guide states to remove the plastic end cap prior to the attachment of the insertion handle and to take note of the position of the locking mechanism. The complaint description noted the scrub tech/nurse removed the plastic end cap along with the locking mechanism from the nail prior to the insertion into the patient. The surgeon tried to correct this by attempting to insert the locking mechanism into the nail in vivo, but lost one of the components in the patient. Based on the attached photo, the component missing was a threaded screw, thus it can be concluded that it was the part left in the patient. The surgeon proceeded to keep the nail in place and not rotationally lock the head element. The depuy synthes surgical technique states that locking the head element, either statically or dynamically, is a mandatory step. The potential harms to the patient with a non-locked head element is malunion/non-union. There were no submitted parts with this complaint. The pictures attached to the complaint show the missing lock drive component of the locking mechanism. After reading the complaint description noting the technique error in removing the locking mechanism prior to the insertion of the nail, there are no product design issues that lead to this complaint event. Entire device was not placed into patient; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided. Additional product code: hwc (B)(4). Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4) manufacturing date: 18 february 2016, expiry date: 01 february 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile: 456.325/9982223 was manufactured in us, (B)(4): manufacturing location: (B)(4), manufacturing date: 15-jan-2016. Part #: 456.325, lot#: 9982223 (non-sterile) - 10mm/130 deg ti cann troch fixation nail 235mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that during the unpacking of the product, the anti-rotation screw was pulled out of the nail. Due to not knowing what it was, the procedure went on with a nail without anti-rotation screw. When the surgeon tried to lock the anti-rotation screw, the surgeon realized that the screw was missing in the construct. After identifying the problem, the surgeon tried to put the anti-rotation screw in the nail again but failed to do so due to the inability to find the right spot for the screw in the patient/nail. One part of the construct felt in the patient and due to the inability to find the part, the nail was unlocked and a piece of the construct is still in the patient. After discussion the surgeon's decided that the best solution would be to leave the unlocked nail in-situ. The surgery was prolonged about 45mins. No information about patient condition received. The nail with the column screw is still in the patient. One part of the anti-rotation screw is in the patients's oft tissues and the other part is outside of the patient. No other medical intervention required. Patient is recovering from the surgery, no additional complications, no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.